Manufacturer narrative:
Device analysis report attached. This report is submitted on october 04, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to poor device performance. There are no plans to reimplant the patient with a new device as of the date of this report.